Manufacturer narrative:
(B)(4). The reported setscrew anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported prior to implantation of the device, the lead was connected to the device header. The sensing and impedance values could not be measured. The measurements were stable when the lead was connected to the psa. The device was not used and a new device was successfully implanted. The patient condition was good before and after the procedure.